Event description:
Reporter alleged discrepant blood glucose results of 354 mg/dl back to back with a result of 142 mg/dl when testing was performed within 10 minutes apart on the advantage system. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.